Event description:
During a percutaneous coronary intervention (pci) procedure, intravascular ultrasound (ivus) was performed. Upon withdrawal of the ivus catheter post imaging, the physician noticed that the distal tip was detached and remained inside of the patient. The distal tip was retrieved successfully with a snare.